Event description:
Patient reported that they use a single insulin cartridge for about 6 days, but halfway through the use of the cartridge the device appears to slow down when delivering insulin (patient gauges this based on movement of rubber stopper). Patient reported that they also experienced high blood glucose (300-400 mg/dl) in two days. Patient boluses to bring blood glucose back down.